Event description:
It was reported to philips that the system did not boot up successfully; it was stuck at 00.00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that there was malfunction in flex vision pc, so the host pc was not able to connect flex vision pc. Upon troubleshooting fse found that the flex vision pc was not able to start up automatically. To resolve this issue, fse manually reboot the system. The same issue reoccurred twice after few days, in the first reoccurrence fse replaced the disk bay and in the second recurrence fse reset the b cabinet of flex vision computer by pressing the reset button of the front panel of the flex vision pc. The system was returned to use in good working order.